Manufacturer narrative:
(B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample revealed that it was received one needle-suture piece outside its packaging that pertains to product code sxpp1a446 was received for evaluation. Upon visual inspection, the returned sample was evaluated. The swage and attachment area was noted to be as expected. Marks on the body and the edge needle that appears to be by a surgical instrument could be observed. The needle was noted with the suture to be still attached to the barrel hole. The end of the suture was observed to be cut possibly caused by a surgical instrument. Overall, no needle pull-off was observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: was the needle piece(s) retrieved during the same procedure? Yes. What measures were taken to retrieve the broken piece? At the end of the procedure, x-ray came in to locate. Was there any additional tissue damage as a result of searching for the needle piece? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Yes. Was additional dissection required in other organs/tissues other than the target tissue? Unknown .was there any change in the patient¿s post operative care due to the prolonged procedure? Unknown. Device return status. Please document the shipment tracking number: was sent back fedex friday october 20th after shipper kit arrived. Please provide the source or name of person providing answers to follow-up questions: dr. Lynch and nurse farrah. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an robotic sleeve procedure on (B)(6) 2023 and barbed suture was used. During the procedure, the sales rep reported the needle popped off at the wedge area where suture is connected to the needle during robotic sleeve procedure. When pulled through suture, needle detached while inserting behind spleen and had to retrieve after x-ray. No patient harm but there was a 20¿30-minute delay due to the x-ray. No adverse patient consequences were reported. Additional information was requested.